Event description:
Unomedical reference number :(B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, she tried to treat it with bolus via pump, but on (B)(6) 2021, the patient went to the emergency room due to high blood glucose level. Reportedly, her highest blood glucose level was 491 mg/dl and the infusion had been used for 12 hours. During her stay in the emergency room, she received fluids of saline, insulin, and unspecified medication intravenously which resolved the issue. On (B)(6) 2021, the patient was released with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.